Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: the complaint states a patient who has a zteg stent graft placed over the anastomosis of a surgical graft in the arch, due to a pseudoaneurysm. The procedure is uneventful, but on 5 weeks follow-up the patient becomes septic and a narrowing in the stent graft (first assumed to be thrombus) turns out to be fungal growth. The patient was palliated and passed away later on. A trans-esophageal echocardiography (tee) report, gallium/CT scan report and blood culture results were provided and reviewed. The blood cultures confirmed fungal sepsis and the tee indicated that the vegetation was downstream a narrowing in the stent. Although the vegetation may have been seeded with fungus hematogenously, the gallium/CT scan did not specify, whether the increased gallium intake was in, outside or on both sides of the endograft. It is possible that the pseudoaneurysm, was the source of the infection. However, this cannot be confirmed. Furthermore, a comment from the customer, states that he suspects the fungal infection to be caused by a previous surgery. Since the patient had a history of multiple surgeries in the chest and abdominal regions, including an open thoracic aorta repair, this might also be the source of infection. As many different factors could have been the source of infection, the cause is unknown. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p070016. Similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: thoracic graft was being placed over the anastomosis of a surgical graft in the arch that had a false aneurysm forming around it. It was to land proximally in the surgical graft, and distally in the descending aorta. Uneventful procedure. 5 weeks post-op the patient became septic, and a narrowing in the thoracic graft (originally assumed to be thrombus) turned out to be a fungal growth. Patient was paliated and has now passed away and is awaiting an autopsy. The customer suspects that the fungal infection was caused from a previous surgery. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient was paliated and has now passed away and is awaiting an autopsy.